Manufacturer narrative:
Product was returned for evaluation. Malfunction discovered during evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, it was confirmed that there was a minor burr present on the top, left hinge plate and that the bottom, left hinge plate was concave. Based on the patient information that the patient was a single leg amputee, it can be concluded that the tracer IV wheelchair is not best suited for this preexisting medical condition. It is possible that if the front riggings are not attached to the wheelchair, exposing the hinge plates to the patient's lower extremities, then the alleged injury could potentially occur with prolonged contact with the patient's lower extremities and the hinge plates. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. Malfunction discovered during evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, it was confirmed that there was a minor burr present on the top, left hinge plate and that the bottom, left hinge plate was concave. Based on the patient information that the patient was a single leg amputee, it can be concluded that the tracer IV wheelchair is not best suited for this preexisting medical condition. It is possible that if the front riggings are not attached to the wheelchair, exposing the hinge plates to the patient's lower extremities, then the alleged injury could potentially occur with prolonged contact with the patient's lower extremities and the hinge plates. Consumer states that she uses the chair without footrest, and the area where the footrests attach the chair rubs against her left leg, consumer had 3 knots from the chair and then they opened them up from the constant pressure against that area. Consumer states that when it opened the wound it opened it up to one big sore. Consumer states it was bleeding and she went to her doctor last week and they bandage it up and referred her to the wound clinic. Consumer state she is taking tramadol and neoprene. Consumer states that she has been in major discomfort the last week, finding it hard to sleep and now she cannot do her normal exercise because of this issue. Consumer states that she has no need for the footrest. Consumer caregiver (B)(6) states that the way the chair is made is not a good fit for the consumer. Update from 10/20/2015: we are replacing her chair with a tracer IV with a special to remove the footrest hangers since she does not use footrests and the hanger pins are a pressure point for her. No malfunction alleged to chair, it is just not working for her with the hanger pins. She said her leg pushed into the pins and caused a sore. She has a nurse that bandages and cleans and changes the dressing on it daily and she is on antibiotics from her family doctor. Her family doctor told her to go to wound care but she has not gone yet. She said it is getting better slowly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that she uses the chair without footrest, and the area where the footrests attach the chair rubs against her left leg, consumer had 3 knots from the chair and then they opened them up from the constant pressure against that area. Consumer states that when it opened the wound it opened it up to one big sore. Consumer states it was bleeding and she went to her doctor last week and they bandage it up and referred her to the wound clinic. Consumer state she is taking tramadol and neoprene. Consumer states that she has been in major discomfort the last week, finding it hard to sleep and now she cannot do her normal exercise because of this issue. Consumer states that she has no need for the footrest. Consumer caregiver (B)(6) states that the way the chair is made is not a good fit for the consumer. Update from 10/20/2015: we are replacing her chair with a tracer IV with a special to remove the footrest hangers since she does not use footrests and the hanger pins are a pressure point for her. No malfunction alleged to chair, it is just not working for her with the hanger pins. She said her leg pushed into the pins and caused a sore. She has a nurse that bandages and cleans and changes the dressing on it daily and she is on antibiotics from her family doctor. Her family doctor told her to go to wound care but she has not gone yet. She said it is getting better slowly.